Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd emerald syringe 5 ml contained foreign matter. The following information was provided by the initial reporter: "foreign substance in barrel of syringe."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd emerald syringe 5 ml contained foreign matter. The following information was provided by the initial reporter: "foreign substance in barrel of syringe."

Manufacturer narrative:
H.6. Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) emerald 5ml from lot # 1169663 product # 302924 with the reported issue of ¿foreign substance in barrel of syringe¿. One sample and one photograph were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 302924 and lot number 1169663 for investigating the reported defect of foreign matter. None of the ten retention samples showed any foreign matter in them. The received sample was tested for foreign matter, and it confirmed that there was foreign matter found in the original sample. The defect is confirmed. The DHR of material number 302924 and lot number 1169663 was checked and no quality notifications were recorded on this lot. The customer return sample was tested for ftir testing. The results of the flush testing and the ftir analysis of this material have been completed. The material is about 1.594 mm long and 1.293 mm wide. The material was observed to be embedded in the barrel. It did not expel during flush testing. The ftir analysis shows that this material is likely cardboard that has been mixed with the polypropylene of the barrel. It got embedded during the molding process of resin (raw material) of barrel, as it was present in the raw material. H3 other text : see h10.

Event description:
It was reported that bd emerald syringe 5 ml contained foreign matter. The following information was provided by the initial reporter: "foreign substance in barrel of syringe".